Event description:
A report was received that the patient was not using her stimulator because she was experiencing shocking sensations and the stimulation was not in the target area. The patient was also experiencing difficulty charging her ipg. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was not using her stimulator because she was experiencing shocking sensations and the stimulation was not in the target area. The patient was also experiencing difficulty charging her ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information indicates that the patient underwent an ipg replacement procedure. The patient is reportedly doing well. Device analysis did not verify the complaint. After activating the latest setting, its outputs were monitored on an oscilloscope. The stimulation outputs were delivered gradually, and amplitude/pulse widths were verified to be correct on all electrodes. No excessive current leakage or spurious signals were observed while the ipg was active in saline solution. The seeprom data was correct. The ipg passed all visual, electrical, performance, and photographic imaging tests performed. The device exhibited normal charging and discharging characteristics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-30, serial # (B)(4), description: scs 30cm iii lead; model # sc-3138-25, serial # (B)(4), description: scs phiii extension 25cm.